Manufacturer narrative:
(B)(4). 3004753838-2025-249624 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. It was clarified on (B)(6) 2025 by the technical support team that the patient experienced a hypoglycemic event while not in an active sensor session. On (B)(6) 2025, the patient woke up in the ICU and was informed she had been in a ¿diabetic coma.¿ her blood glucose meter reading at the hospital was 26 mg/dl. The patient was not wearing a dexcom device during the event. No additional event details were provided, as the patient was unable to recall further information. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the hip, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm reportedly displayed a reading of 26 mg/dl, while the bg meter showed 63 mg/dl. Please note that the cgm device in question is not capable of providing numeric values below 40 mg/dl. At an unspecified time following these readings, the patient experienced a syncopal episode (¿fainted¿). Upon regaining consciousness, the patient found herself in the intensive care unit (ICU) and was informed that she had been in a ¿diabetic coma.¿ no additional details regarding the event were provided, as the patient was unable to recall further information. Attempts to follow up with the patient for clarification or additional context were unsuccessful. No further patient or event details are available at this time. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.